Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that as he was inserting the lens into a patient's eye, the lens ejected too quickly from the device and punctured the capsular bag requiring a vitrectomy. The surgeon explained that the pressure when introducing the lens into the bag varied and was inconsistent. A back up lens was placed into the sulcus. Additional information was requested and a questionnaire was returned.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted. The tip of the nozzle is bent/scraped. The interior of the tip is also scraped on the right side which has caused a disruption in the coating at the damaged area. The travel of the damage is from the wound guard toward the end of the tip. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).